Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted to the emergency room at 20:49 on (B)(6) 2025, due to chest trauma. A nurse inserted an IV catheter. At 21:34, the patient was taken to the CT room for an upper abdominal contrast-enhanced CT scan. During the examination, blood flowed from the end of the IV catheter. The scan was immediately paused. After the nurse removed the catheter, a new, undamaged catheter of the same type was inserted, and the examination was completed. Subsequent inspection of the removed catheter revealed the white hemostatic plug had completely dislodged from the tip, causing the blood leakage.

Manufacturer narrative:
Investigation results: no abnormalities are found on process and retained sample. Since the defective sample was not returned, the relevant tests could not be performed, and the flow rate and pressure applied during product use are unknown, the root cause of this complaint cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.